Manufacturer narrative:
The insulin pump was received with cracked end cap and unable to perform basic occlusion, occlusion, prime and no delivery test also, unable to monitor the basal profile due to cracked end cap. However, the insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a basal anomaly on the insulin pump. Customer's blood glucose was 10 mmol/l.